Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the reported event replicated. The company representative found the laser probe to be cause of the reported event. There was no issues found with system. The company representative has communicated with customer about the laser probe and is waiting for the customer¿s approval to move forward. However, no communication is been received from the customer. The system was tested and found to meet product specifications. The laser system was manufactured on january 16, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser intensity when turning on the system for testing. There were no scheduled procedures or patient involvement.